Manufacturer narrative:
The report of stuttering or intermittent stimulation was not observed in the lab. As received, the ipg successfully communicated with lab utilities and was able to accept a full charge. The ipg was programmed with patient settings and output stimulation was monitored with an oscilloscope. No anomalies or deviations from the programmed settings were observed. The cause of the event remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced interrupted stimulation sensations. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg resolving the issue.